Event description:
The caller reported that the pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Customer changed the charging cable to resolve the issue.